Event description:
It was reported that this right ventricular (rv) lead exhibited under-sensing of the r-wave. Technical services (ts) recommended full rv lead evaluation. No adverse patient effects were reported. Currently, this lead remains in service.